Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced a diabetic ketoacidosis event on (B)(6) 2024. Patient experienced high blood glucose level at the time of the event. Blood glucose level was 630 mg/dl. Therefore, patient was admitted to the hospital. The duration of hospitalization was less than 24 hours. Patient was treated with insulin drip. No further information was available.